Event description:
A malfunction alarm occurred, and the customer had completed a pump reset prior to contacting support. There was no reported impact to the customer¿s blood glucose level. The malfunction code did not recur after the reset, indicating the issue was resolved.